Event description:
Periodic review of items removed from itotal reusable instrument trays during reprocessing was completed. The review showed that two femoral impactor heads had broken.

Manufacturer narrative:
Periodic review of items removed from itotal reusable instrument trays during reprocessing was completed. The review showed that two femoral impactor heads had broken. The impactor heads were broken at the point where they connect to the impactor handle. A horizontal grove was present across the connection bore on one impactor head. Inspection of the affected lot of material indicated that there was a specified radius missing at the bottom of the connection post where the fracture occurred.